Manufacturer narrative:
The insulin pump received with button error alarms and no button response due to corroded keypad traces. No unexpected numbers ramping during testing. Unable to verify unexpected restart alarm and weak battery alarm due to button error alarms and no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.